Event description:
Boston scientific received information from the patient's son, that the male patient with this pacemaker passed away. The son called bsc technical services (ts) reporting his father went into the hospital with a stomach ache and a heart rate of 42 bpm. The patient had diverticulitis and the son is wondering if he also had sepsis. Additionally, the son inquired if the pacemaker had failed. Ts discussed reasons for low heart rates and confirmed this device was not under any advisories. A bsc sales representative contacted the physician for additional information. It was noted that the device was pacing appropriately, however it was unable to capture. The physician felt the device was functioning normally and there was no device failure.

Manufacturer narrative:
Not returned. The patient with this pacemaker has passed away and the pacemaker has not been returned. As a result, boston scientific is unable to confirm any allegations against this product. It is unknown if an autopsy was performed and there were no additional device electrograms made available to our company. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary.